Event description:
It was reported that the patient experienced lightheadedness. It was also reported that the right atrial (ra) lead exhibited both over and under-sensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.